Event description:
It was reported that the stapler jammed with a blue load inside the patient's abdomen after firing with bowel still inside the jaws. The attending attempted to reverse the blade to get the tissue to release from the stapler, however the attempts failed. The tissue was pulled from the jaws of the stapler.